Manufacturer narrative:
Continuation of d10: product ID b3400060. Serial# (B)(6). Implanted: (B)(6) 2022: product type extension product ID b3400060m. Serial# (B)(6). Implanted: (B)(6) 2022: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 18-jan-2024, UDI#: (B)(4) ; product ID: b3400060m, serial/lot #: (B)(6), ubd: 18-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during normal eri replacement of implantable neurostimulator (ins), intraop imped. Resulted in abnormal imped at level 0 and 1 around 11k. Patient (pt) shows signs of old burn on skin across chest. Manufacturer representative (rep) not sure if it affected implants. They noticed upon re-insertion of extensions to see if clear imped, that there is fraying around white coating of both extensions, but only left extension impedances were abnormal. Fractures seen were at extension site into ins. Pt is not currently using the affected abnormal contacts in current dbs programming group. Manufacturer representative (rep) reports the issue was resolved at time of report.